Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's programmer showed poor communication and the patient was also unable to communicate using the recharger. The ins could not communicate with external equipment. The patient both last felt stimulation and last recharged successfully a year prior to (B)(6) 2016. The patient's reason for not charging was unknown. The patient stated that she had not been in overdischarge twice but a physician mode recharge was tried a year prior to (B)(6) 2016 and it did not work. The patient was to see a physician about having the ins replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.